Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown.

Event description:
The event involved a microclave clear neutral connector, and it was reported that patient was sedated on the radiation table when it was noted that the port that was hooked up to the syringe pump with propofol was leaking on the patient and running down his chest. It was noticed that the cap at the end of the port was leaking out the side of the cap. Patient was getting ready to receive radiation treatment. There was patient involvement and unknown patient harm/ adverse event reported.